Event description:
It was reported that the patient presented to the emergency room complaining of pain below the pacemaker site. The ventricular lead exhibited loss of bipolar capture and sensing. The lead had dislodged and was successfully repositioned.